Manufacturer narrative:
(B)(4).

Event description:
Received info the pt was feeling pain near the incision site and "stinging, burning pain". The pain started one day and has lasted 4-5 hours. No known accident or incident related to this event. Pain is located at the lead/extension site and occurs whether the device is on or off. Pt had complained of the device bulging out of her side and met with the medtronic rep for troubleshooting. She was then seen by the hcp on (B)(6) 2010 and the general was noted to be superficial. Revision was scheduled for (B)(6) 2010. Revision was done on (B)(6) 2010 and the pocket was entered an the generator was removed. The pocket was enlarged and the generator was replaced. On (B)(6) 2011, pt was again seen by the hcp and she complained of pain and the device bulging. The hcp plans to explant the device and is waiting for insurance authorization. Additional info has been requested and if received a f/u will be provided.